Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old-female patient, the device failed to deliver a shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was not returned to zoll medical corporation; review of the device logs indicate that the user attempted three consecutive charges, all resulted in the user disarming the charges due to a lead fault condition. Although the cause of the lead fault condition is unknown, the device reacted appropriately based on our review of the evidence. Analysis for reports of this type has not identified an increase in trend.